Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was sent to the emergency department due to a back pain. The patients current therapy is no longer adequate. The patient currently is doing well after device was reprogrammed.